Manufacturer narrative:
Stryker replaced the user interface (ui) pcb assembly (pcba). After observing proper device operation through functional and performance testing the device was returned to the customer for use. The replaced ui pcba was returned to stryker product analysis center (pac) for further investigation. The root cause was determined to be a cracked and shorted capacitor c181 on the ui pcba, causing the device to display a white screen.

Event description:
The customer contacted stryker to report that their device displays a white screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device displays a white screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.